Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings. On investigation, the alleged power issue was not duplicated in the evaluation. Review of black box history did not find any unexplainable power-on-reset events. No damages or evidence of moisture intrusion was found with the battery compartment. The battery cap was found to be intact and the contact measurements were within specifications. Using the returned battery cap, the pump powered up and functioned properly. The battery cap was loosened half a turn with no pump reboot. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and no intermittent conditions or moisture was found inside the pump or within the power circuit.